Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, d9, h6, b5, e3. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-dec-2022 to 05- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application failed to launch due to software malfunction. The technical support specialist applied the knowledge articles ka 000011541 " medstation application not launching automatically; station at blue screen" in which he uninstalled and reinstalled the remote support service agent, remote support service component manager and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, it flashed a black screen and the med apllication was not launched, preventing the user from accessing medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was stuck on a black screen due to a software malfunction. A technical support specialist uninstalled and reinstalled the remote support service agent, remote support service component manager and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, it flashed a black screen and the med apllication was not launched, preventing the user from accessing medications. The customer mentioned that there was no delay in patient care, as the user was able to obtain medications from another station. There were no adverse events or injuries reported based on this event.